Event description:
New information received notes that the physician had decided to perform the lead revision after it was noted for months that the threshold kept getting higher.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited no capture at maximum output. The lead was capped and replaced on (B)(6) 2019. Patient was stable.